Event description:
Report 10 of 10. Report received from (B)(6), stating that the device was returned due to "returned product unused - incoming order failed distributor's inspections." The date of the event is unknown. The device was not being used during surgery and no injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received and evaluated by depuy synthes. The reported condition of "failed distributor's inspection" could not be confirmed. Visual inspection found that no loose foreign material could be found on device when inspected at 10x magnification. Also, the package is in good condition with no defects of the peelable or terminal seal. The device pass all tests and no problems were observed. If additional information becomes available, a supplemental report will be submitted.